Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead was not successfully implanted due to a cardiac tamponade as a result of perforation. No additional adverse patient effects were reported.